Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected. Section d4 serial number was corrected. Hemolysis/ miwb: no logs were returned. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided. Access site adverse event/minor bleed: the cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported additional information upon request: "repositioning the device corrected it. The pump is not available to be returned."

Manufacturer narrative:
B5, d4 (UDI), and h4 updated. The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 81 year old male presented with a myocardial infarction. After initial placement of an intra-aortic balloon pump, the patient was presented to cardiac surgery but turned down so that a high risk percutaneous coronary intervention with impella support was scheduled. Following the percutaneous coronary intervention proceure, the patient was re-transferred to the intensive care unit on support. Oozing alongside the impella catheter was noted but resolved after a dressing change. Urine color was suggestive of hemolysis and the impella cp was repositioned under echo control. The next day, the pump could be successfully weaned and removed without issues.